Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother reported patient is not wearing sensor at the moment. Dexcom representative advised patient's mother to reset smart device and to insert a new sensor. Patient's mother re-contacted dexcom on (B)(6) 2016 to report that she was unsuccessful at getting the transmitter to pair. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.